Manufacturer narrative:
Final analysis found that the device exhibited back-up mode and high current drain, due to a leaky capacitor.

Event description:
It was reported that interrogation revealed a measured battery data of 2.64 v, 63 ua, 1.7 kohms. The outputs were programmed to 2.0 v, 0.4 ms in the atrium and 2.5 v, 0.4 ms in the ventricle with the base rate at 60 ppm. The measured data was repeated at a base rate of 70 ppm with outputs at 5.0 v. To insure voltage doubler effects. The measured data remained at 2.62 v, 70 ua, 1.8 kohms. The patient was not pacemaker dependent.

Event description:
The user facility reported that following three separate bronchoscopies, three patients were alleged to have tested positive for parainfluenza virus. The infection control personnel at the user facility had further reported that the parainfluenza virus was said to have been circulating the area at the time of the event. The current conditions of the patients are not known at this time.